Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation during an office visit. The event resolved with a soft reset and interrogation was then completed successfully.